Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported during a ureteroscopy for kidney stone removal the cable of the extractor device snapped. All parts were retrieved and another device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. One ngage nitinol stone extractor was returned severed in two pieces. The basket formation is retracted in the sheath. A visual examination noted no kinks or damage in the distal segment. The udh handle is in the closed position. The support sheath appears to be bowed. The support sheath and the basket sheath are still adhered. When the udh handle is actuated, a coil wire pushes out, but does not retrieve. The collet knob is tight and secure. The points of separations have a pinched appearance. A definitive root cause cannot be determined. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.